Event description:
The pt reportedly experienced an infection at the implant site. The pt was prescribed antibiotics (type unk) and the redness and irritation resolved. The pt is currently doing well. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.